Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered down two minutes after a shock was delivered. In this state the device would be inoperable and defibrillation therapy may not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue was determined to be depleted and old batteries. Both batteries were found to have reached the end of their useful life. The customer was advised to replace the batteries.

Event description:
The customer contacted stryker to report that their device unexpectedly powered down two minutes after a shock was delivered. In this state the device would be inoperable and defibrillation therapy may not be available if needed. This issue is patient related; however there was no adverse event reported.